Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 68 alarm or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures errors after self test. The customer's blood glucose level was 222 mg/dl. The customer reported that they insulin pump had a pump error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that they performed the self test and the error occurred again. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.